Event description:
It was reported the device was intermittently failing op check with therapy error. There was no patient involvement.

Manufacturer narrative:
The customer called and spoke with a philips representative. The customer explained that their device experienced "intermittent failing of op check with therapy error". An evaluation was not performed by philips as the customer declined service and no additional information could be obtained regarding the reported issue. Although no evaluation was performed, this will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.